Manufacturer narrative:
Eval summary: the reported condition of fail code 570 was confirmed. Inspection of the device found that this failure code was caused by damaged batteries. This issue is currently being investigated.

Event description:
The facility reported a pump with failure code 570:320:831.0000. This failure code occurred during customer use, however there was no pt involved. There is no pt injury or medical intervention necessary according to the hosp rep. No additional contact info is available.